Event description:
The customer reported that the spectrum displays system error 105 alarms. There was no patient injury. No further information was available.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received by baxter for evaluation. The evaluation confirmed the reported symptom of ec 105 through history log. However, it was unable to reproduce the reported symptom. Evaluation found the motor would intermittently seize when gears were turned. The motor has been replaced.